Event description:
A surgeon reported a pt with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The pt has been referred to a retinal specialist. The surgeon reported this pt's surgery was performed in a different operating room due to the pt requiring additional anesthesia for the procedure. The surgeon is unsure what the cause of the tass could be. Additional information was received that the surgeon is relating this event to pt non-compliance postoperatively and the procedure being performed in a non-eye surgical room. Additional information has been requested. There are four medical device reports associated with this event. This report is for the handpiece.

Manufacturer narrative:
Evaluation summary: no injector was returned. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause cannot be determined. Additional information was requested on 02/09/2012 and 02/20/2012 by phone, fax, and mail. Additional information was received in a follow up phone call on 02/20/2012. A completed questionnaire has not been received. (B)(4).